Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed the device was not returned.

Event description:
It was reported that the catheter balloon was difficult to deflate. The catheter was removed by the doctor.

Event description:
It was reported that the catheter balloon was difficult to deflate. The catheter was removed by the doctor.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/ collapse lumen/ sac close eye/ valve damage. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was unable to be completed due to the unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.